Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., UDI no, expiry date, corporate lot no.), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventralex st mesh (device 1). Per op notes, ¿the hernia sac was opened and found to contain two loops of bowel. A large ventralex st mesh (device 1) was placed in an underlay position and secured to the fascia using sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with incisional ventral hernia; chronic infection of previously placed mesh thereby underwent open repair with the removal of mesh (device 1) and the implant of phasix st mesh (device 2). Per op notes, ¿the hernia defect was found superior to previously placed mesh was dissected free. The sutures and mesh appeared to be chronically infected. The mesh (device 1) was removed along with sutures. Bilateral posterior rectus release was performed. A seprafilm was placed in peritoneal cavity. A circular phasix st mesh (device 2) was trimmed and placed in retrorectus position and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.